Event description:
It was reported by consumer that patient was having a procedure to remove the pleurx catheter. The catheter was stuck in the patient and could not be removed. Thoracic surgery had to be called in to intervene and get the catheter out of the patient. Verbatim: patient was having a procedure to remove the pleurx catheter. The catheter was stuck in the patient and could not be removed. Thoracic surgery had to be called in to intervene and get the catheter out of the patient. 50-7000b, lot 0001520433. Describe patient / hcp / user impact : thoracic surgeon had to be called in to procedure to intervene.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: (B)(6). Patient problem code: f1903

Event description:
It was reported by consumer that patient was having a procedure to remove the pleurx catheter. The catheter was stuck in the patient and could not be removed. Thoracic surgery had to be called in to intervene and get the catheter out of the patient. Verbatim: rcc received a complaint via email. Email(s) attached. Patient was having a procedure to remove the pleurx catheter. The catheter was stuck in the patient and could not be removed. Thoracic surgery had to be called in to intervene and get the catheter out of the patient. 50-7000b, lot 0001520433. Describe patient / hcp / user impact : thoracic surgeon had to be called in to procedure to intervene.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001520433 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. The tensile and elongation testing results performed by the supplier were passing, no issues were identified. The method of removal per the instructions for use is the following. "5. Using forceps, dissect around the cuff to free it from the ingrowth. Ensure that the cuff is completely free within the tunnel. 6. Grasp the catheter in one hand and pull with a firm, constant pressure." Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.